Event description:
Reportable based on device analysis completed on 10 jun 2024. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion, but the image was lost. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window assembly was twisted.

Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. Visual and microscopic inspections revealed the imaging window assembly was twisted. An imaging core windup and a broken drive shaft began 55 cm from the distal end of the connector shaft. Impedance test shows an electrical open at the proximal end of the catheter, between 130-140 cm from the distal housing. Based on the evidence, the lost image can be confirmed since the electrical failure indicates that there is no longer a connection between the system and the transducer. E1: initial reporter address: (B)(6).